Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing threshold measurements. Four days post-implant, the rv lead was repositioned successfully. No additional adverse patient effects were reported. The lead remains implanted and in service.